Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The lesion was 2.7 cm in size and located in the right lower lobe. Forceps were used for the biopsy procedure. Imaging modalities used included c-arm fluoroscopy and radial endobronchial ultrasound (ebus); staging utilizing ebus was performed. The diagnosis obtained from pathology was fibrosis (benign). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.